Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: drug-coated balloon, guiding catheter: launcher. Evaluation summary: the device was returned for analysis. The reported difficulty to remove was able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices as the unspecified drug-coated balloon. Manipulation of devices resulted in the noted stretched/collapsed/bent shaft on the unspecified drug-coated balloon catheter and resulting in the noted guide wire damages (stretched/bent/unraveled/detached coils) and ultimately resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the distal right coronary artery with mild tortuosity and no calcification that was 75% stenosed. A 190 cm balance middle weight (bmw) elite ii guide wire was advancing an unspecified drug-coated balloon inside a guiding catheter. The guide wire could not be positioned with the drug-coated balloon. An attempt was made to remove the guide wire from the drug-coated balloon, but the devices were stuck together and were removed as a single unit. The procedure was successfully completed with another bmw elite ii guide wire and drug-coated balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.